Event description:
Pt presents to emergency and a urine pregnancy test is collected and perfomred at 0415 hr. The test is positive. The physician then orders a blood pregnancy test at 0610 hr. The test is negative. A repeat of both urine and blood pregnancy tests are ordered at 0845 hr and both are negative this time.